Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.